Event description:
On 7/30, after consuming breakfast and taking her oral medications at 8/a, the pt's blood glucose result on her surestep meter was 129 mg/dl. She had lunch at 12/p. At 1/p she began to feel hot and dizzy. A blood test performed at that time was 120 mg/dl. She contacted her physician at 1:10/p and was advised to go to the ER. At 2/p, she drove herself to the hosp where a meter (unk type) glucose result was 369 mg/dl. Rather than see a physician, she opted to treat herself at home with 10 units of regular insulin.